Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that one month after the dental implant was placed, in ada site #11 of the patient¿s mouth, non-osseointegration was observed. Primary stability was achieved and immediate load was not performed. Patient presented bone type ii. Fair oral hygiene was present. The device will be forwarded to the manufacturer for investigation. Patient reported swelling, mobility and inflammation at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that one month after the dental implant was placed, in ada site #11 of the patient¿s mouth, non-osseointegration was observed. Primary stability was achieved and immediate load was not performed. Patient presented bone type ii. Fair oral hygiene was present. Patient reported swelling, mobility and inflammation at time of event, no further complications were observed.